Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pockets was failed. The customer stated that the malfunction occurred when user trying to remove medication for the patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets were failed. A field service engineer reseated the row board cable and retractor bands for main drawers 3.1 and 3.2, replaced the cubie tray to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.